Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure performed in 2009, was urgent; three target lesions were treated. Target lesion (tl) 1 was de novo in the proximal circumflex, 3 x 15 mm, with a 90% stenosis. Treatment consisted of predilation and placement of a 3.0 x 18 mm promus (lot unknown, serial unknown), resulting in 0% residual stenosis. Tl2 was de novo in the obtuse marginal (om) 1, 3x15 mm, with a 90% stenosis. Treatment consisted of predilation and placement of a 3.0x18 mm promus (lot unk, serial unk) resulting in 0% residual stenosis. Tl3 was de novo in the om1, 3x15 mm, with a 90% stenosis. Treatment consisted of predilation and placement of a 3.0x18 mm promus (lot unk, serial unk) resulting in 0% residual stenosis. All three lesions were moderately calcified and tortuous. The pt was discharged two days post procedure on aspirin and clopidogrel. The pt's death occurred at approximately 13 days later; death is cardiac in nature, cause unk. The pt was taking only clopidogrel at time of death. No additional info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems are being reported under the same manufacturer report number.